Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to infection with high blood glucose of 450 mg/dl. The customer declined troubleshooting fot the high blood glucose and treated with the insulin pump. The customer also reported that, the insulin pump was stuck on rewind. The device will not be returned for analysis.